Manufacturer narrative:
(B)(4). . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they were receiving a stuck button alarm while on an airplane. She said that she was able to remove the battery cap and the pump started to work again. The customer¿s blood glucose was 167 mg/dl. The customer also had issues with several low battery alerts and a power error alarm. Troubleshooting was completed for the power error alarm and the alarm was cleared. She was advised to call back if the power alarm reoccurred. At the time of the incident, the customer¿s blood glucose was 315 mg/dl and she stated that she treated with the pump because she forgot her manual injections. The insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. However, power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.